Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer's blood glucose was 600 mg/dl. Customer treated with bolus with insulin pump and manual injection. It was found in the alarm history the insulin pump alarmed today and some threshold suspend on (B)(6) 2015. Customer reported that he experienced low blood glucose too. Customer stated he will call back to do troubleshooting for high and low blood glucose. No further information provided.